Manufacturer narrative:
Section h3 device evaluated by manufacturer - yes. Device evaluation: the patient interface was received loose within the box of the package. Individual products could not be associated with their corresponding lot, complaint file, or investigation file numbers. Product evaluation cannot be performed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section age or date of birth, sex, weight, and ethnicity: unknown/ not provided. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a scratch/pit on the patient interface (pi) that was being used for the operative right eye (od). The procedure was completed successfully by switching out the pi. Additional information was requested from customer to see if the scratch/pit was identified during patient contact however, no response was received from the customer.